Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this type of event is or procedures related to the set-up of the device and tubing did not conform to instructions provided. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. The instructions for use for both the pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. On the tubing package, there is a label instructing the user as follows: warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury. This is the first complaint of this type for this part/serial number combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.

Event description:
It was reported that the pump alarmed during initial arthroscopy on (B)(6) 2013 and displayed over-pressure. Staff reduced pressure from 25mmhg to 10 mmhg. After 10 minutes, pump usage was ceased and fasciotomy was carried out on the patient. Acl was reconstructed. Irrigation method changed to gravity feed. Staff stated that 1 x 3litre saline bag was used prior to pump cessation. Plc was not reconstructed in order to shorten operating time. Patient had compartment syndrome. Second surgery on (B)(6) to complete the aborted pcl reconstruction.

Event description:
It was reported that the pump alarmed during initial arthroscopy on (B)(6) 2013 and displayed over-pressure. The operator chose to turn the pump off and on in order to reduce the pressure setting. It was not until after 10 more minutes that the pump usage was ceased and fasciotomy was carried out. Acl was reconstructed. Irrigation method changed to gravity feed. Staff stated that 1 x 3litre saline bag was used prior to pump cessation. Plc was not reconstructed in order to shorten operating time. Patient had compartment syndrome. Second surgery on (B)(6) to complete the aborted pcl reconstruction.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The original tubing set was not returned. The returned ar-6480 pump was run with lab tubing set at varying pressures. Then the outflow tubing was clamped off and as expected per the instructions for use, the pump reported "over pressure" alarm. When the clamp was released, the pump returned to normal operation. Complaint not confirmed. The evaluation did not reveal anything relevant to the event. The pump alarm system operated as designed. However as reported in the complainant's event, after the pump alarmed and displayed over-pressure, the operator chose to turn the pump off and on in order to reduce the pressure setting from 25mmhg to 10mmhg. It was not until after 10 more minutes that the pump usage was ceased and fasciotomy was carried out. This is the first complaint of this type for this part/serial number combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.